Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was not able to replicate the customer experience however the event was able to be confirmed through log files and the speaker assembly and xy board were replaced as a preventive. Analysis also noted that the electrocardiogram connector on the link electronic module (lem) board was loose and therefore the lem board was replaced and calibrated and that the system fan was noisy and the fan was replaced as well. Concomitant medical products: product ID: 229047, software analyzer. (B)(4).

Event description:
It was reported that following a session the programmer stylus touch pen stopped tracking. The session was attempted to be ended however the programmer then went to its emergency vvi screen. The user was able to get out of it. The programmer was returned to service for analysis. There was no patient involvement.